Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped her insulin pump in the lake; she dried it out in rice and changed the battery but received a battery out limit alarm. The patient's blood glucose at the time of incident was 137 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that the insulin pump was vibrating without an alarm or alert. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with moisture damage was found on the keypad traces during our visual inspection. No moisture damage was found on the electronic assembly, motor, battery tube and vibrator assembly. The insulin pump was monitored and no unexpected battery out limit alarms or vibrate alerts occurred during our testing. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and scratched reservoir tube window.